Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus deliveries. The customer reported a blood glucose level of 143 (mg/dl). System check with tandem technical support indicated the pump was performing as expected. It was recommended that the customer monitor the pump's performance.